Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered but no date has been scheduled yet.

Event description:
Affected channels were noticed during in situ measurements. The user reportedly sustained a trauma on the contralateral side in (B)(6) 2024. The clinic will schedule an implant check, no date has been set yet. Revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. The user reportedly sustained a trauma on the contralateral side in (B)(6) 2024. The clinic will schedule an implant check, no date has been set yet. Revision surgery is considered.